Manufacturer narrative:
The reported event of the battery performance alert (bpa) was confirmed. However, the bpa was falsely triggered and was caused by the device¿s firmware having been restored to normal operation in the field after entering bvvi mode. The cause of the bvvi mode remains unknown. No discernable cause of the bvvi operation has shown through interrogation or bench testing. The device¿s longevity was evaluated and determined to be normal. Interrogation of the device revealed the device was above the elective replacement indicator when received. The pacing, sensing, impedance, high voltage output, patient notifier was tested, and no anomaly was detected.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. The patient was stable before and after the procedure.

Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.